Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of an unknown inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages including, but not limited to ivc perforation, dvt. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The cordis vena cava filters are indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots, dvt and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a unknown vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: ivc perforation, dvt. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Event description:
As reported by the legal brief, the patient underwent placement of a unknown vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to inferior vena cava (ivc) perforation and deep vein thrombosis (dvt). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. Additional information received per the medical records indicate that the patient has a history of multiple trauma with spinal fractures and hemorrhage. The patient has a contraindication to anticoagulation therapy. The patient was implanted with the device prior to placement of a brace and anticipated prolonged bed-rest. The patient was in the intensive care unit on a ventilator and cardiac monitor. The filter was deployed via the right common femoral vein. It was placed beneath the level of the right renal vein. The patient tolerated the procedure well. Additional information received per the patient profile form (ppf) states that the patient experienced ivc perforation. The patient became aware of the reported events twelve years and six months after the index procedure. The patient continues to experience pain and incontinence. Per the additional information provided in the updated ppf, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to ivc perforation, perforation abutting an organ and further experienced anxiety related to the filter, becoming aware of the reported events approximately thirteen years and nine months after the filter was implanted.

Manufacturer narrative:
As reported by the legal brief, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, the indication was multiple trauma with spinal fractures, hemorrhage and anticipated bedrest restrictions. A venocavogram located the renal veins and assessed the caliber of the ivc. The filter was successfully deployed in an infrarenal position. There were no reports of complications. The filter subsequently malfunctioned including, but not limited to ivc perforation and dvt. Per the patient profile form (ppf), the patient experienced ivc perforation, perforation abutting an organ, pain, anxiety and incontinence. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc and organs; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called dvt. A dvt occurs when a blood clot forms in a deep vein and is most common in the deep veins of the lower leg (calf) and can spread up to the veins in the thigh. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Placement of a vena cava filter is not a cure for dvt, nor does it prevent the formation of dvt or other clots (thrombosis). Urinary incontinence is not included in the potential adverse events associated to the use of an ivc filter; in this case, the urinary incontinence may be related to the spinal trauma experienced prior to filter placement. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, b3, b4, b7, d11, g3, g4, g7, h1 and h2. Section b5: additional information received per the medical records indicate that the patient has a history of multiple trauma with spinal fractures and hemorrhage. The patient has a contraindication to anticoagulation therapy. The patient was implanted with the device prior to placement of a brace and anticipated prolonged bed-rest. The patient was in the intensive care unit on a ventilator and cardiac monitor. The filter was deployed via the right common femoral vein. It was placed beneath the level of the right renal vein. The patient tolerated the procedure well. Additional information received per the patient profile form (ppf) states that the patient experienced inferior vena cava (ivc) perforation. The patient became aware of the reported events twelve years and six months after the index procedure. The patient continues to experience pain and incontinence. It was reported that a patient underwent placement of an unknown vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation of the inferior vena cava (ivc) and deep vein thrombosis (dvt). The patient became aware of the reported events twelve years and six months after the index procedure. The patient also reports experiencing stomach pain and incontinence. According to the medical records the indication for the filter implant was a multiple trauma patient with spinal fractures and hemorrhage and thus a contraindication to anticoagulation, in addition to the need for a thoracic-lumbar-sacral orthosis brace and prolonged bedrest. The patient was also at additional risk for dvt due to obesity and a family history of dvt and pulmonary embolism. The filter was placed at the bedside due to the patient being on a ventilator and a cardiac monitor. The filter was placed via a femoral vein and deployed below the level of the right renal vein. The patient tolerated the procedure well. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The cordis vena cava filters are indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots, dvt and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Stomach pain and urinary incontinence do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.